Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced.

Event description:
Left total knee. The revision today was secondary to tibial loosening. The use of mako in the primary procedure was not thought to have contributed to this failure. The patella was not resurfaced during the index procedure so it was resurfaced today for the first time. The tibia was revised and femoral component was left in place. No further information available from the doctor or hospital.